Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels of almost 500 mg/dl. The customer stated that she changed her insertion site and still had high blood glucose. She treated with a manual injection, and her most recent blood glucose was 243 mg/dl. She stated that she had had high blood glucose ever since her most recent set change. She complained of thirst and feeling dazed. The customer did not observe any air bubbles or bent infusion set cannulas. She declined to rewind the insulin pump, as she had recent put a new infusion set on. She stated that insulin did exit during a manual prime. She declined to perform the high pressure test. The customer was advised to change the entire infusion set, reservoir and insulin, and treat per doctor's instructions. She was advised to call back if the high blood glucose issue persisted. She was advised that tubing clamps would be sent in case she decided to do the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.